Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, mild balloon withdrawal resistance occurred. The lesion being treated in the index procedure was 3.0x18mm, 70% stenosed long lesion located in the proximal and mid left anterior descending artery (lad). The physician treated the target lesion with successful placement of a taxus liberte' 3.00x20mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. During withdrawal of the stent delivery system and the balloon after the inflation from the lad artery, there was mild balloon withdrawal resistance from the stent. Maximum balloon pressure was 15atm. The visual fluoroscopy confirmed that complete balloon deflation was achieved. The balloon was removed pulling stronger and the event was resolved without treatment. There were no reported complications. The patient was discharged the next day on aspirin and plavix. This product is only ous approved but, it is similar to a marketed us device.